Event description:
It was reported that the device was getting a "therapy leads off" message and it would not have been able to properly deliver therapy. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable and the therapy connector assemblies. Proper device operation was then observed through functional nad performance testing. The device was returned to the customer for use.